Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred and that the pump fill estimate was inaccurate. Additionally, it was reported that there were air bubbles in the tubing. Customer's blood glucose was 230 mg/dl. Reportedly, customer successfully reloaded the cartridge and primed the tubing to remove the air.